Event description:
Patient developed hematoma post heart cath. Grabbed femostop to control hematoma. Activated femostop and it would pump up but the screen was blank. Would not show how high it was pumping up. Manipulated femostop to get it to work and unsuccessful. Then screen showed eee. Took femostop off and replaced it with a new one to control hematoma. This complicated getting hematoma under control====================== health professional's impression======================activated femostop and it would pump up but the screen was blank. Would not show how high it was pumping up.